Manufacturer narrative:
(B)(4). Batch #m9054m. The device was received with the upper jaw detached and not returned, the I-blade upper tip broken and lifted. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we are unable to investigate further the "reposition jaws and reactivate" issues a probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: for this sentence: one branch completely broke what part of the device is being called the branch? What part broke? ¿ the top jaw? ¿ the gold I-blade? Did any piece completely fall off the device? If yes, did any piece fall into the patient? If yes, how was the piece removed?

Event description:
It was reported that during a laparoscopic cystectomy procedure, one branch completely broke. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.